Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having olif spinal the rapy for lumbar stenosis at l3-l4. It was reported that the proximal end of the cage break. There was no patient symptom reported. There were no further complications reported regarding the event.